Manufacturer narrative:
Evaluation, results, conclusion: root cause of the issue is undetermined. Conclusion: not yet available: evaluation in progress.

Event description:
The physician was using a diver c.e. Max aspiration catheter. Device was inspected prior to use with no issues noted. No resistance noted with accessory equipment. No difficulty with device flushing. During the procedure, doctor found the product did not work. Doctor made several attempts but failed. Changed to another product to complete the surgery. No patient impact was reported.

Manufacturer narrative:
Related to operational context: (shaft leakage was most likely due to handling of the device during preparation or during insertion of the guide wire).

Event description:
Evaluation summary: a visual inspection was performed on the shaft of the diver c.e. Max aspiration catheter; stretching of the tip was clearly detected. An attempt to make an aspiration test was performed connecting a syringe on the hub and inserting the device tip in a beaker filled by water. A leakage was immediately detected in the monorail welding. The portion of the shaft close to the monorail was cut and analyzed by microscope. Inflation was performed and liquid got out from the welding. A 0.92mm stylette was passed in the bilumen tube and friction was felt during passage through the monorail , due to few mm of stretched tube. No other abnormalities detected on the device.